Manufacturer narrative:
This ipg serial number was included in field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1180. It was reported, the pt is experienced a heating sensation at her ipg site while charging. The issue was resolved by replacing her charger with a new le charger.